Manufacturer narrative:
This device was returned for service; however, did not meet manufacturing specifications during pre-repair assessment. Reliability engineering evaluated the device and observed that protective footplate had been drilled into and bent. Therefore, the reported condition was confirmed. The assignable root cause was determined to be failure to follow the directions for use. It was noted that when the burr was improperly loaded into the attachment and then installed onto the drill, the burr did not seat properly in the locking chamber. The attachment could be forced into position which placed the distal tip of the burr in compression. At this point, the tip of the burr was in direct contact with the neuro-tip of the attachment. When the drill was started, the burr drilled into or through the neuro tip. It was further determined that the tip was severely bent which was consistent with letting the tip come into contact with a hard surface. The assignable root cause was determined to be due to component damage caused by user error. If additional information should become available, a supplemental medwatch report will be sent accordingly.

Event description:
It was reported that during service and repair pre-testing, it was observed that the cutter on the craniotome device was bent. The event was not related to surgery. There was no patient involvement reported. There were no injuries or medical intervention associated with this event. All available information has been disclosed. If additional information should become available, a supplemental medwatch report will be submitted accordingly.